Manufacturer narrative:
D6a: correction: date of implant is (B)(6) 2011. Device analysis indicated device failure. This report is submitted on march 21, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on february 17, 2022.

Manufacturer narrative:
This report is submitted on august 13, 2021.

Event description:
Per the clinic, the patient experienced intermittent connection to the internal device. Reprogramming and troubleshooting attempts could not resolve the issue. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.